Manufacturer narrative:
Pump was received with intermittent button response the buttons error alarm due to corroded keypad traces. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.